Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. This report has been attributed to user mis-handling. The processor/bridge/pace board was replaced. The device was recertified and returned to the customer. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.